Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer requested a bolus of 9 units, however, the pump delivered more insulin than requested. There was no reported adverse impact to the customer¿s blood glucose. Although requested, the customer did not upload the pump data logs for investigation. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.